Manufacturer narrative:
The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample was returned but not evaluated due to the solution being expired. The returned lens case was evaluated and the results of that evaluation revealed that it did not meet all product requirements. A review of the lot batch records concluded that the product was formulated, manufactured, and packaged according to local and global specifications. Additionally, a review of the manufacturing records associated with this case lot found that the product met all acceptance criteria at the time of release. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported that she experienced burning, redness, pain, light sensitivity, and eye watering following overnight disinfection with use of the hydrogen peroxide system. Consumer indicated that after her contact lens had soaked overnight and after she had used a saline rinse on that lens, she inserted it and experienced a sensation she likened to having ¿acid in [her] eye.¿ consumer postulated that the solution did not neutralize properly within the case. Consumer is recovered. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.